Event description:
The report we rec'd from our affiliate indicated that during a pta in an unk vessel, the balloon burst. There was no report of pt injury. Add'l pt and procedural info has been requested, but has not been forthcoming as yet. The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.